Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0c956, implanted: (B)(6) 2013, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the clinical diagnosis was the patient was feeling a jolt; the jolt occurred at night when he lied down and it kept him awake. The jolt was associated with muscle tightness and the hcp believed it was a muscle spasm. The hcp recommended the patient take extra sinemet or baclofen when the issue flared. No additional actions were taken and the event outcome was resolved without sequelae. The event was related to the patient's programming/stimulation. Indication for use was reported as movement disorders and parkinson's dual. Follow up is being conducted to clarify if the jolt was coming from the patient's device or was due to the muscle spasm.

Event description:
Additional information received reported the event occurred on (B)(6) 2015.